Event description:
It was reported that the user¿s ilet stopped automated insulin dosing overnight when the dexcom g6 sensor expired, after which a new sensor was placed and glucose levels rose to a high range while the user remained asleep without symptoms. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no need for medical intervention and no hospitalization. Investigation included customer education and troubleshooting that explained the ilet transitions to bg run mode upon sensor expiration and can continue dosing based on manual glucose entries for a defined period. Investigation of this case revealed normal device behavior in response to a continuous glucose monitor (cgm) sensor expiration with no alarms reported and successful stabilization after sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was sensor expiration leading to a planned mode change with appropriate device performance.